Manufacturer narrative:
Follow-up #1; date of submission: 08/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: during the analysis, the audio and vibration features of the pump operated appropriately: the reported issue was not duplicated. The battery compartment was observed to be cracked in the areas above and below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump case was observed to be cracked near the lower right corner of the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was randomly vibrating and beeping; in addition, it was reported that there were no associated on screen messages and that the user was able to successfully navigate the interface. Furthermore, it was reported that the issue temporarily resolved itself without rebooting the pump; however, the issue appears to be recurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.